Event description:
It was reported that a patient did not follow proper steps in peritoneal dialysis therapy. This occurred during set up. The patient connected to the set up prior to priming the line for therapy. The patient was to start over with new supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number was unknown, a device analysis could not be completed. However, this is a report where the home patient connected during connect bags. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user that connecting the transfer set to the patient line before "connect yourself" appears on the screen may result in iipv. It also warns the user that connecting yourself before "connect yourself" can cause air to be delivered to the peritoneal cavity. The guide provides step-by-step instructions for properly connecting the solution bags, as well as provides step-by-step instructions for connecting the transfer set to the patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.